Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
The patient reported the infusion set detached during sleep on (B)(6) 2024, resulting in blood glucose elevation to 270 mg/dl sustained for 5 hours, which further increased to 352 mg/dl following a meal despite changing the infusion site.